Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting, the malfunction alarm was cleared, customer corrected the time, and insulin delivery was resumed successfully. Customer¿s blood glucose level was not impacted.